Manufacturer narrative:
Pump immediately alarmed an open book image once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Critical pump error (open book image) was triggered by a pump error 40 fatal alarm confirmed in the pump history files and traces on the event date of 21-jun-2024 at 10:01:00.000 (file number: 121, line number 525, esf #: (B)(4)) due to a possible software anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay, battery cap contact missing, and label damage. Critical pump error (open book image) alarm confirmed due to pump error 40. Pump error 40 alarm confirmed due to a software anomaly. Unable to verify customer's complaint for missing segments/partial display due to critical pump error (open book image). Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display, pump error 40 (motor safety circuit failed test.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed customer received pump alarm 40. Customer was not able to clear the alarm and confirmed partial display. Customer inserted a new fully charged battery and display did not return to normal or self test failed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. Customer will discontinue using the pump.